Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of videoscope bending section cover rubber was cut and the curved pipe were damaged, the evaluation found non-reportable malfunction(s)/device conditions that resulted in device not meeting specification such as cut components that affected water tightness, scratched, worn, and damaged components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, the videoscope bending section cover rubber was cut. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that that the defective item was caused by an external factor such as contact with a sharp object. The inspection method for this event is described in "3.3 inspecting the endoscope" of the urf-v2 instruction manual operation section. Olympus will continue to monitor field performance for this device.